Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c154dwk implantable cardioverter defibrillator (B)(6) 2009; 4193 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high threshold, rising and high impedance, a possible fracture and insulation damage. It was noted that during explant the rv lead was found to be twisted with other leads eight times as seen with patient's having twiddler's syndrome. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a proximal portion was received measuring 44 cm. A distal portion was received measuring 44 cm. The svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress, the proximal conductor of the lead developed a fracture due to flexing while in vivo the overlay tubing of the lead developed cosmetic esc (environmental stress cracking) while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.